Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lamp could not be replaced properly, and exam lamp could not be turned on and the reserve lamp turned on.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility informed olympus that the reported issue was fixed on site. The customer reseated the heat sink assembly and the main lamp ignited. The device is working as intended and no further issues were reported. No injuries were reported. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that after replacing the main lamp on the xenon light source, the main lamp was not lighting up. No patient involvement was reported. No additional information has been obtained.